Event description:
It was reported that cgm repeatedly displayed error message 42 on pump, with same error occurring three or more times and not being resolved by reset. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place faulty pump in storage mode and return it with prepaid label, and advised customer to re-enter pump settings and reconnect cgm to replacement pump, which customer understood and acknowledged.